Event description:
The reporter contacted lifescan on behalf of the patient alleging that their one touch ultra meter was set to the incorrect unit of measurement. The meter was set to "mmol/l", instead of "mg/dl". The patient visited their physician's office for advice. The physician did not wish to administer treatment prior to resolving the unit of measurement issue. The patient neither alleged harm nor experienced injury or medical intervention. The customer care representative (ccr) verified that the meter was not new, the meter was not previously set to the correct unit of measurement, and the meter was set to "mmol/l". There is no indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". The ccr walked the reporter through resetting the unit of measurement. No products were replaced.